Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead, implanted 2014 (B)(6); 4196 lead, implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead dislodged the day after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.